Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent a screen brightness check and failed. The cycler cycled through levels 1 to 10 and the brightness of the display remained too dark to be visible. During an internal inspection found transformer (t1) on the inverter board to have a short. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid under the pump assembly. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A registered nurse (rn) reported that the liberty cycler has a screen brightness problem during ready screen. Display brightness was set to 10. The nurse rebooted cycler, but screen remained dim. Patient requested a replacement. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the machine. Additional information was requested, however, to date not provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.